Manufacturer narrative:
Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 (device evaluated by manufacturer) to reflect the device was returned and investigation was done. Corrected information has been provided in d9 (is device returned to manufacturer) to reflect the device was being returned. H6 investigation type and findings codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis issue could not be determined without sufficient clinical information, including data logs. The cause of the positioning issue could not be determined without sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 57-year-old female patient with a past medical history of renal insufficiency, presenting in cardiomyopathy, and in scai stage d shock, on an intra-aortic balloon pump (iabp), on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the aic controller (aic) placement signal was reading out of range and not correlating with the patient's arterial line. A transthoracic echocardiogram (tte) was ordered. The impella was repositioned and moved away from the papillary muscle, sitting in the mid-ventricular space at 4cm. At this point, the placement signal was still reading high. A "placement signal not reliable" alarm was also noted on the console. The physician was aware and muted the audio on the alarm. The impella was already repositioned multiple times the previous day. The plasma free hemoglobin (pfhgb) increased to 290, and hemolysis noted in the urine post-repositioning. The pump was repositioned again at night, and the urine color started improving. Pfhgb drawn again, and was down to 50 in the morning. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.0l/min with no issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU). Additional information: the pump was replaced. This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic controller.